Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had damaged to release latch and case. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had damaged to release latch and case. There was no patient involvement.

Manufacturer narrative:
Annex b: b22; annex c: c20; annex d: d16; additional information: annex b: b01; annex c: c16; annex d: d03. Investigation summary: field technician stated issue of damage to release latch and case was confirmed. On (10-jun-2024, (device) was received unboxed and with paperwork. Lvp when attached to lab pcu passes asm functional testing. Latch engages and releases lvp despite the damage, no other issues noted. Unable to determine how the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace release latch and bezel. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had damaged to release latch and case. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged to release latch and case. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c16 annex d: d03 additional information: annex c: c07 annex d: d02.

Event description:
It was reported that the device had damaged to release latch and case. There was no patient involvement.